Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
At customer site no audio from the mx40 was found. There was no report of a patient injury or harm.